Event description:
It was reported that the user requested to return the ilet system after determining that the pump¿s automated insulin adjustments did not meet her needs and that she disliked its integration with the dexcom cgm, despite training and troubleshooting being completed and no alerts or alarms reported. Symptoms included episodes of hypoglycemia with an unclear cause. Outcomes included no hospitalization and a product return process initiated through standard channels. Investigation included review of user feedback, confirmation of training completion, and coordination with the distributor to retrieve the device and supplies for assessment and credit processing. Investigation of this case revealed dissatisfaction with automated glycemic control and cgm-pump interaction as the primary issue, without evidence of device malfunction or component failure. It was concluded that the cause was indeterminate and likely related to individual therapy preferences and use conditions rather than a confirmed device defect.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.